Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the site was having issues with their straight suction. Surgeon felt that it was not accurate enough for his needs despite instrument verifying. The error value was higher than expected but the instrument was still verifying. There was no patient present when the issue occurred.